Event description:
The home pt connected before the pt line was primed. Baxter's technical service representative instructed the home pt's relative to end therapy and start over with new supplies. Baxter's tsr advised the home pt's spouse to contact the dialysis nurse. No pt injury or medical intervention was indicated at the time of the initial report.